Event description:
The customer reported that the system was difficult to steer. This may cause an inconvenience due to the add'l effort required in moving the system. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.